Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "ultrasound clearly showed a fairly high amount of fluid accumulation."

Event description:
Patient reported unknown side "uneven spot and chest pains," "defect and capsular fibrosis," "ultrasound clearly showed a fairly high amount of fluid accumulation." The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture.

Event description:
Healthcare provider later reported grade 3-4 capsular contracture according to baker. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Continued a2: on (B)(6) 1991.

Event description:
Patient reported " I became aware of an uneven spot and chest pains, which is why I went to see a doctor at the clinic. After an initial examination with the suspicion of an implant defect and capsular fibrosis, the deputy doctor referred me..for an ultrasound. So I made an appointment with doctor, who performed an ultrasound on both breasts. Unfortunately, it could not yet be finally determined, but at the same time it could not be ruled out that an implant defect and/or capsular fibrosis is present. However, the ultrasound clearly showed a fairly high amount of fluid accumulation". Pathology report confirms "no atypical blastic structures in the differentiated giemsa stain. No pas-positive atypical cells. Optical polarization shows no evidence of birefringent foreign material. The prussian blue reaction is negative with a positive external on-slide control. No cd30 positive atypical blasts in cd30 staining" and "implant capsular fibrosis with a capsule thickness of up to 2.6 mm and dystrophic calcifications. Mild resorptive inflammation. Exclusion of an implant-associated lymphoma.", "the finding corresponds to a grade 3-4 capsular contracture according to baker. No evidence of malignancy." This relates to the left device. Device has been explanted.